Manufacturer narrative:
There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing the investigation process. The results are pending completion and will be submitted in a supplemental report. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture (release to warehouse date): jun 22, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during routine inspection of field equipment, it was noted that the threads on the tips of two (2) matrix holding sleeves are stripped and the tip of one (1) matrix t-handle stardrive shaft is worn and the tip is rounded. There was no reported patient or procedural involvement associated with the complaint conditions. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No additional information has been received for these fields. The returned matrix holding sleeve was with a distal tip broken and missing a segment. A device history review was performed for the returned instrument lot number and no mrrs, ncrs or complaint related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.